Event description:
The lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. Mechanical and visual analysis found the helix and inner insulation clogged with body fluid/tissue and could not be actuated. The ensuing resistance resulted in an over-torque condition. After destructive analysis and cleaning, the helix was found to function normally. The helix extension was measured and was in specification.